Event description:
It was reported that: when attempting to insert the guidewire into the needle it got stuck. Both the arterial line and the guide wire had to be removed from the vessel. The guide wire was untangled in the centre. No part of the wire was left in the patient. As a result, the patient was without internal monitoring for some time. The patient was reported as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: when attempting to insert the guidewire into the needle it got stuck. Both the arterial line and the guide wire had to be removed from the vessel. The guide wire was untangled in the centre. No part of the wire was left in the patient. As a result, the patient was without internal monitoring for some time. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). The customer report of a damaged guide wire was confirmed by visual inspection of the customer supplied photos. The images show the product lidstock and a kinked guide wire partially advanced through an introducer needle, however, a full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: when attempting to insert the guidewire into the needle it got stuck. Both the arterial line and the guide wire had to be removed from the vessel. The guide wire was untangled in the centre. No part of the wire was left in the patient. As a result, the patient was without internal monitoring for some time. The patient was reported as fine post the procedure.